Event description:
It was reported that the clips fell out of the device and "fell into the stomach" prior to use. The clips were all found by the dr. There was no pt consequence. One device returning.